Event description:
Prolonged vaginal bleeding [vaginal haemorrhage]. Case description: spontaneous report was received on (B)(6) 2013 from an obstetrician regarding a female pt (age not provided), initials unknown. The pt's medical history was significant for uterine fibroids. On an unspecified date, the pt underwent abdominal hysterectomy for uterine fibroid and a large seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane was placed (number of sheets not provided. In the physician's opinion the use of seprafilm was not provided. In the physician's opinion the use of seprafilm caused clot retraction from the vault which led to prolonged vaginal bleeding. The company assessed the event of 'prolong bleeding' as medically significant. It was reported that the pt spontaneously recovered from the event and there were no complications and no excessive bleeding. Relevant concomitant medications were not provided. The intensity for the event was mild. The reporting physician assessed the causal relationship between seprafilm and the event as possible.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.